Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 into patient's eye and the surgeon noticed that the trailing haptic tore off and became stuck in the injector. The lens was removed and replaced with another model lens without enlarging incision. No patient injury.

Manufacturer narrative:
H3: other - no lens received in the lens box. H6: evaluation codes: conclusions: - no conclusions can be drawn. Based on the compaint history and the product returned a conclusion of the root cause cannot be determined. It should be noted that the injector and cartridge were not returned for evaluation.